Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a telemetry problem with the implantable pulse generator (ipg). There was an increase to high/infinite impedance measurements observed on both right atrial (ra) and right ventricular (rv) leads. In addition, the rv lead exhibited increased thresholds. It was suspected that the issue was possibly related to a lead fracture or loose pin, however a chest x-ray showed no anomalies. A device replacement procedure was scheduled, and the device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the replacement procedure took place and it was noted that the grommet for the atrial lead was damaged. It was noted that the physician suspected that the implantable pulse generator (ipg) exhibited a high, undefined impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was explanted and replaced. The right ventricular (rv) lead and right atrial (ra) lead were capped and replaced.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated foreign material on set screw. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. The setscrews were cleaned at hybrid analysis and the erratic lead impedance measurements could not be re-created. If information is provided in the future, a supplemental report will be issued.